Event description:
Ability to stay awake; I have a tandem t:slim x2 pump serial number with dexcom g6 cgm (B)(4). I awakened on (B)(6) 2021 at around 9:30am. I fixed myself breakfast (protein and slice of bread). Gave my self a bolus around 10:07am, since my pump readings were high. Thereafter, I recall loosing consciousness, then regaining consciousness after while and my eyes not being able to stay open and then falling back into a sleep like state. I awaken at around 12:40pm because I remember looking at the clock. At around 2:27pm I prepared something to eat because my pump was reading my blood sugar is around 48. However, I felt this couldn't be right after my adverse experience earlier, so I checked my blood sugar and it was 156 at 2:31pm using a different device. My tandem x2 pump/dexcom g6 cgm has failed to alert me that my blood sugar was low causing me to loose consciousness and failed to alert me when my blood sugars are high resulting in difficulty breathing and heart palpitations. After this adverse event and some similar events prior to I'm sure that tandem x2 pump/ dexcom g6 has been malfunctioning for quite some time now. FDA safety report ID# (B)(6).